Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. During the procedure, abrasion type anomalies were noted on both the right atrial and right ventricular leads. Intermittent pacing was also noted. Both leads were capped and replaced on (B)(6) 2018. The patient was stable throughout.